Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15319. It was reported that pt was experiencing ineffective stimulation and wants to have her scs system explanted. The pt's physician indicated the pt has other significant issues which are not linked to her scs system. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.